Event description:
Reportable event: the customer reported the system displayed a communication error between the c-arm and the workstation. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. This could result in add'l unnecessary delay. There is no report of injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and adjusted the 5 volt power supply. The system operates as intended.